Event description:
Diseased vessels posed a potential problem for the advancement of the endovascular graft, however, no complications were encountered during access. With the deployment of the contralateral iliac leg graft, there was a noted narrowing of the graft at the distal sealing stent. The full expansion of the graft was inhibited by the disease within the vessel. As a safegard to preclude vessel rupture during a second ballooning of the distal fixation site, the physician elected to deploy a stent within the graft creating additional radial force, then balloon the graft and stent. Good flow was viewed through the graft during the final angiogram. No endoleaks were detected.